Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospitalization due to elevated blood glucose levels of 532 mg/dl. The patient suffered from symptoms such as nausea, diabetic ketoacidosis, tingling in the leg and headache. At the hospital, the patient was given insulin, anti-nausea medication and antibiotics. She used a hospital pump, which caused her blood glucose to drop. She was hospitalized from (B)(6) 2023, 10:00am, to (B)(6) 2023, 4:30pm. After discharge, the doctor installed the patient's pump and her blood glucose rose again to a level of 383 mg/dl. Although the cannula was changed, the problem persisted. The doctor instructed the patient to stop using the pump and to start injection the ray.